Manufacturer narrative:
Results: one used unit and 30 unused units were received for evaluation. Microscopic examinations of the used unit revealed uneven edges and thinning and stretching of the catheter tubing at the area of the break. Each of the unused units were inspected and found to meet specifications. A review of the device history records revealed no irregularities during the manufacture of reported lot number 3294348. Conclusions: it is concluded that the catheter tubing most likely broke due to excessive force applied to the unit when the patient's family pulled the catheter when pressing the patient during the period of restlessness.

Event description:
At 1:00 pm on (B)(6) 2014, the ICU treated a patient who had taken 24 pills for car sickness. During fluid infusion, the patient showed sign of restlessness. Around 2:00 pm, the patient appeared restless and uncomfortable. The family pressed the patient with the action of pulling infused arm, and called the nurse. When the nurse arrived, she found the patch broken and saline flowing out. Upon further inspection, the whole catheter was gone. The nurse checked the bed and surrounding area and the catheter was not found. The nurse tied off the patient's upper arm with a tourniquet, and the patient was sent to have an x-ray. The catheter was not located. The nurse touched the patient's arm and felt the catheter above the puncture site, performed a venotomy and did not find the catheter tubing.